Event description:
The pt received her scs system on (B)(6) 2009. It was reported that the stimulation turns off every day and the pt must recharge. The pt only recharges for 45 minutes at the time because the pocket gets warm while recharging. A replacement charging system did not resolve the problem. No add'l info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.